Event description:
The level 1 normoflo irrigation warming set came out of the new box with a hole in it causing saline to leak. Product saved; opened another set and no problems noted with the new one. Patient and staff were not harmed.====================== manufacturer response for irrigation warming set, level 1 normoflo irrigation warming set (per site reporter)======================product returned